Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed by a leak identified at the connector-tubing junction but a root cause could not be determined.

Event description:
It was reported there was a medication leak near the syringe connection. There was no patient involvement.

Manufacturer narrative:
B3: while no specific day was provided it was reported the event occurred in late jul-2025. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.